Event description:
Dr. (B)(6) was performing an extremifuse implant procedure. As he was screwing in the implant to the proximal phalanx of a toe, the implant broke in half. Dr. (B)(6) had to cut the bone to retrieve the implanted piece and then use dbm to back fill the hole he created.

Manufacturer narrative:
The osteomed extremifuse system implants are not intended to endure excessive abnormal functional stresses. Evaluation of product resulted in inconclusive results. There are possible causes of technique that may be a factor in the implant fracture.